Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 18dec2016 to assess the instrument test well images in question, which appeared visually positive.

Event description:
On 18dec2016, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument, when tested on (B)(6) 2016.